Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between august 29, 2022 ¿ august 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked chemotherapy from the infusion tube (patient port), and the chemotherapy drugs could not be completely added to the pump. This was discovered during filling. There was no patient involvement. No additional information is available.